Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and not returned; the fiber is proximally fractured at uv glue zone; the heat shrink tubing exhibits signs of melting and erased red octagonal sign; the heat shrink tubing open end wall integrity is compromised. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) surgical procedure at (B)(4) joules of use and 10 minutes, "broken distal end" was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient was reported.